Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas with an inset infusion set on the abdomen and a fsl3+ cgm, with cgm showing 216 mg/dl and a confirmatory glucometer reading of 254 mg/dl; the user suspected no insulin delivery after noticing the cartridge volume remained unchanged and reported a history of refilling and reusing cartridges, and was guided to replace all supplies and start with a new cartridge and fresh insulin, with no pump alarms reported. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no findings were available and that there was insufficient information to identify a specific medical device problem or device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.